Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for troponin t hs stat on a cobas e 411 immunoassay analyzer. The initial result was 0.084 ng/ml with a data flag. This result was reported outside of the laboratory where the value was not expected. The sample was repeated with a result of 0.010 ng/ml. A different sample was run with a result of 0.008 ng/ml. This sample was repeated with a result of 0.008 ng/ml. The patient was not treated based on the erroneous result. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 345888. The expiration date was not provided. Calibration and qc were acceptable. The customer used rack adapters with the 13 mm sample tubes. No issues were identified during a review of the alarm trace data. Instrument performance testing from 23-nov-2018 was acceptable. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.